Event description:
Short in vam and call light emergency alarm did not alarm. Rn heard vent alarming, found pt blue, CPR initiated. Pt resuscitated, but unresponsive. Family decided on "end-of-life" and pt expired (B)(6) 2013.